Event description:
It was reported that a patient underwent a surgical procedure for stress urinary incontinence on (B)(6) 2007 and mesh was used. The patient experienced pain and erosion of her internal bodily tissues and has had multiple surgeries and revisionary procedures on (B)(6) 2007, (B)(6) 2008, and (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure due to complete vaginal prolapse with urinary loss and constipation and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007 due to complete grade iii to IV rectocele and enterocele with a foreign body in the vagina. It was also reported that the patient underwent mesh revision/removal on (B)(6) 2008 due to vaginal bleeding and stress urinary incontinence and on (B)(6) 2010 due to diverticulitis. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted (B)(6) 2007 in order to treat partial bowel obstruction concurrently with a sigmoidoscopy, exploratory laparotomy, lysis of adhesions, and repair of small bowel. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 with a laparotomy, lysis of adhesions, sigmoidoscopy, suburethral, and a cystoscopy. No additional information was provided. (B)(4).